Manufacturer narrative:
D10: concomitants: 3766400 - 02-010-01-0340 - logic femoral ps cem right sz 4. 3586776 - 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm. 3795289 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 3832369 - 200-02-35 - three peg patella 35mm. H3 - the revision reported may have been due to orientation of the femoral and tibial components, third body wear, instability, or any combination of these which led to wear of the tibial insert and patella component. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 82 yo male patient, who had a right knee implanted, underwent a revision procedure approximately 8 years 10 months post the initial procedure. The patient was revised due to poly wear as well as flaking and delamination. The patient was revised to a 38mm patella, and the tibial insert was revised to a sz 4, 11mm. Fragments of polyethylene were present in the knee joint which the surgeon removed. X-rays were provided. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. The surgeon kept them. Device images were provided. No further information.